Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert 02) on s/n (B)(6), but they disconnected and reconnected the arctic gel pad and changed ports. They think they fixed it. Flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 39%, pump hours were 2641.8, system hours were 2750.7. Asked nurse to feel for kinks/compressed tubing. They can feel a section that was pressed down but cannot get it to stay open. Water temperature 32.4c. Suggested monitoring the flow rate. If the flow drops more, replace the pad if unable to get the compressed area to stay open. Nurse unable to get the lot number because the baby was laying on the pad. If they replace the pad, they will put the pad behind the nursing station and let bd know. Per follow up information received via phone on 02feb2026, spoke with charge nurse who was not informed about this incident. They did not see a pad at the desk so they assume the original pad was kept on the patient for the duration of therapy. They will check with the weekend day staff to confirm.